Event description:
Angioseal placed during procedure end for arterial access site. Patient later developed bleed at site where angioseal was placed. Manual pressure applied to resolve bleeding. Irregular ica superior-hypophyseal segment aneurysm, near-fatal left pca, diminutive right vertebral artery.